Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2000. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2002 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed patient is bilateral. The patient underwent a right total hip arthroplasty on (B)(6) 2001 with no reported revision. Additional information received in patient medical records revealed patient¿s left hip revision on (B)(6) 2002 was due to a loose acetabular component. The patient¿s operative report noted scarring and mild fibrous ingrowth around the cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-06696, 08779 and 08798).